Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed due to a suspected fracture. During the procedure a the physician was unable to visualize the suspected fracture with fluoroscopy imaging, however when the lv lead was tested with a pacing system analyzer (psa) it yielded the same high out of range impedance measurements. The lead was explanted and no additional adverse patient effects were reported. It was noted that the lead was also damaged during the explant procedure. The lead was kept by the hospital.

Event description:
Additional information was received with the user facility report.

Event description:
Additional information was received that the field representative contacted the hospital in an attempt to retrieve the lead, however they were unable to locate the lead and indicated it was likely discarded.

Manufacturer narrative:
(B)(4).